Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: other relevant patient medical history? Previous right ov cystectomy and then vaginal hysterectomy and unilateral salpingo-oophorectomy. Did the patient have a pre-existing over active bladder symptom? Yes. What medical intervention was given for the pain management? Yes, including la and steroids into groins and now referred to pain team. Results? No improvement with steroids, waiting for pain team review. What are findings/results of scheduled eua, laparoscopy, cystoscopy +/- oophorectomy and injection of anesthesia/steroid? Not done yet. What are results of pelvis MRI? No definite evidence of mesh complication. However, there is high signal in the left pubic symphysis and inferior pubic ramus which could be as a result of tvt anchorage. Is there any deficiency or anomaly of the mesh? If yes, please describe it. Na. Has the medical/surgical intervention required? Not yet but she has been discussed at our mdt and is due to see the pain team shortly and also undergo a laparoscopy +/- excision of tvt. What is physician's opinion as to the etiology of or contributing factors to this event? It is unclear if this is pain related to the tvt or ovarian/adhesions. What is the patient's current status? Waiting for review and also outcome of ovarian suppression.

Event description:
It was reported that the patient underwent a vaginal hysterectomy in 2012 and at the same time mesh was implanted for stress urinary incontinence. The patient underwent eua and cystoscopy with injection of la and steroids for groin pain a year later. Symptoms settled until recently when had symptoms of vaginal dryness and chronic pelvic pain. It was also reported that the pain is getting worse when the bladder is full. There is no improvement with steroids . The patient is due to have physiotherapy. Urodynamics showed no evidence of detrusor over activity or stress urinary incontinence. The patient continues to have symptoms of an over active bladder and has tried some anticholinergics in the past; however, had to stop because of the side effects. Her ca125 and renal tract scan were all normal. It is unclear at the moment whether her pain is related to the mesh or abdominal adhesions or even the ovaries. The patient is already on hrt 50 mcg twice a week. Translabial scan today showed the mesh to be correctly sited with no distortion or urethra. Trimethoprim helps some of her bladder symptoms although she has stopped this for the moment. The patient received a prescription for vaginal ovestin to be used twice a week for the next 6-8 weeks, nitrofurantoin 50 mg once a day for the next three months, mirabegron 50 mg once a day for the next three months and replens to be used a vaginal moisturiser on a daily basis. The patient has been also placed on the waiting list for a eua, laparoscopy, cystoscopy with or without oophorectomy and injection of anesthesia/steroid. She is still waiting to see the pain team. Crp white cells, esr and fsh were checked today. In 6 weeks the patient will follow-up to review all the results and see if she may benefit from a trial of gnrh a therapy in case this is ovarian in origin. MRI of pelvis revealed that there is no definite evidence of mesh complication. However, there is high signal in the left pubic symphysis and inferior pubic ramus which could be as a result of mesh anchorage . There is no medical/surgical intervention required yet, but she has been discussed at mdt and is due to see the pain team shortly and also undergo a laparoscopy with possible excision of mesh. At this time, the device remains implanted. Currently, the patient is waiting for review and also outcome of ovarian suppression.